Event description:
X-tube assm 17x16 dealer claims x-tube broke at the weld.

Manufacturer narrative:
Component returned broken was not the component reported in the intial MDR. The component returned broken is not reportable.